Event description:
It was reported "before use, found that the device battery is quickly filled, unplug the ac power, the machine will alarm the power is low, the counter-beat quickly stops, and even black screen shutdown." This event happened prior to use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "before use, found that the device battery is quickly filled, unplug the ac power, the machine will alarm the power is low, the counter-beat quickly stops, and even black screen shutdown." This event happened prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of short battery runtime is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and services must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.